Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had alerted stuck button alarm. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that there was condensation in the screen while she was in the shower. She also reported that there was a hairline fracture on the battery side of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device also received with cracked case behind the pump at the corner of the belt clip rails. No moisture damage was found on the electronic assembly during visual inspection. (B)(4).